Event description:
The customer reported that the system intermittently displayed a communication failure error message. This error message will likely result in a system lock up or shut down situation depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.